Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also explains that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient got out of their car and slipped. They hit their right buttock and bled. The patient was admitted. They received between 4 and 8 units of red blood cell concentrate transfused per 24 hours. The patient's warfarin was withdrawn. There was no change in the power consumption or pulsatility index (pi) before and after the accident. There were no issues with the patient's level of consciousness. The incident was determined to be bleeding due to bruising caused by a fall.